Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown. The customer lost consciousness due to low bg level, and received third party assistance from paramedics, who administered intravenous therapy (IV) of glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.